Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the lead was returned in segments, analyzed and no anomalies were found. It was noted that the proximal conductor was distorted, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism, the lead appeared damaged at implant, the steroid ring was missing and the lead was stretched.

Event description:
It was reported that during implant, the lead was introduced and the helix was extended but the lead became dislodged. Upon repositioning, the helix would not deploy. The lead was removed and replaced. No patient complications have been reported as a result of this event.